Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir is occluded. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer had to try with multiple reservoirs until insulin exited the tubing. No further details given.